Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford cementless tibial component; item# unknown; lot# unknown. Unknown oxford cementless femoral component; item# unknown; lot# unknown. G2 - foreign: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to wear of the oxford bearing. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d9, d10, g3, g6, h1, h2, h3, h4, h6, h11. D10 - associated medical devices: 166576 oxf uni cmntls tib sz d lm lot # 3253256. 154926 oxford ph3 cementless fem sz m lot # 3207661. The products were returned and the bearing was visually evaluated. It exhibits signs of use (nicked, gouged, discoloration) and confirms the complaint in that it has significant wear. Due to excessive wear to bottom no measurements have been taken. The bearing has potentially been implanted for up to ten years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.